Event description:
Customer reported a unit that was alarming "circuit disconnect" while on a pt. The pt was removed from the unit and placed on another ventilator. There was no harm to the pt. Customer requested field service to assist with correcting the problem.

Manufacturer narrative:
Field service evaluated the unit, and found that the expiratory filter was cracked. He replaced the filter and test circuit, then performed operational verification testing. The unit was working according to MFR specs.